Manufacturer narrative:
D3: mfg establishment name updated. H3: the device was received for evaluation. Service history review identified there was one repair request in the past year. Visual and functional tests were performed. The customer's stated problem was not confirmed. The device was delivering properly. There was no known cause of the reported issue, and the device was returned to the customer with no repair provided because no reported issue was observed in it.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an underdose. There was patient involvement, but no patient harm or adverse event reported.